Event description:
The customer reports that during a lapchole procedure the pt was burned under the nose (between the nose and the lip) from the accessory that was laying on the pt. An investigation was conducted and it was concluded that a student had invertently stepped on the footpedal during the procedure, activating the accessory. The generator was checked and no malfunction was noted, therefore will not be returned to valleylab for evaluation. The customer is requesting a quick reference on "safety precautions in the o.r.".